Manufacturer narrative:
Conclusions: manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.

Event description:
It was reported that there was chrome missing on the defibrillator. There was no patient involvement, and no adverse consequences were reported.